Event description:
It was reported that the patient presented to clinic after receiving a patient notification for a non-sustained lead noise episode. No lead noise was observed on the stored egm. A wide qrs complex is believed to have been the cause. The device was reprogrammed and the issue was resolved.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.